Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 20 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 44 months after the implantation oversensing was noted. No adverse patient side effects were reported. The lead is under analysis at the moment.